Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) approximately 15-20 times due to intermittent elevated blood glucose levels reaching approximately 700 mg/dl; however, the customer did not recall specific event dates and details for each hospitalization. The customer was treated with intravenous fluids of saline and insulin and released on unknown dates with the reported issue resolved. Reportedly, the customer has chronic pancreatitis, gastropareses, and stage 3 kidney disease; however, the customer was unsure if the reported high bg events were the cause. The cause for the reported events were unknown.